Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the procedure started without any complications. The fenestrated bipolar forceps was used to retract the tissue, while the mcs was used to dissect. During this step, one of the wires of the fenestrated bipolar forceps broke, leaving it exposed. For patient¿s safety, the instrument was removed and exchanged with one of the same type. The procedure was completed with no reported injury.